Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had multiple pump error alarms. The customer's blood glucose reading was 125 mg/dl at the time of incident. The product will be returned.

Manufacturer narrative:
Unit passed displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test, sleep current measurement, active current measurement and selftest. No pump error 80 alarms, pump error alarms or pump error 30 alarms noted during testing. Pump error followed by a pump error. Unable to determine root cause of pump error 53 issue per (B)(4) unit received with scratched casing, minor scratches on lcd window, pillowing keypad overlay, slightly faded serial number label and peeling end cap address label.